Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced light headedness post implantable pulse generator (ipg) change. Ipg failure was suspected. The ipg remains in use. No further patient complications have been reported as a result of this event.